Event description:
It was reported that a stent graft was deployed approximately twenty millimeters and the deployment mechanism became unresponsive. The stent graft and deployment system were removed without incident. There was no attempt to place another stent graft. The procedure was completed with a pta balloon. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. This is the first complaint reported for lot number anxc1569 to date for deployment issue. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available info. It is unk whether patient and/or procedural issues contributed to the event. The current IFU (instructions for use) states: indication for use: the flair endovascular stent graft is indicated for use in the treatment at the venous anastomosis of a eptfe or other synthetic arteriovenous (av) access grafts. Warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascualr stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach. Precautions: the safety and effectiveness of this device has not been established when used around a tight bend in a looped av graft.